Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29jul2019. The manufacturer's field service engineer (fse) performed troubleshooting and determined parts needed to be replaced. The user interface cable, overlay power switch and power management were replaced. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that a post led alarm occurred. There was no patient involvement.